Event description:
It was reported that during routine generator exchange that the patient needed external defibrillation and the physician wondered if the pacemaker was responsible for the arrhythmia. The physician elected to explant and replaced the pacemaker. The patient was in unstable condition.

Manufacturer narrative:
The reported event of output concerns was not confirmed. The device was received with normal output and telemetry communication. Analysis performed including cross talk test and output verification did not identify any functional issues. Electrical, longevity, and visual analysis was normal with no anomalies found.